Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial neurovascular stent (enc452200, 6998479) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30772065) and could not advance anymore. The physician retracted the stent and observed delivery wire of the stent broke. The stent body remained in microcatheter (mc). The doctor switched new stent and microcatheter to complete the surgery. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00693. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial neurovascular stent (enc452200, 6998479) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30772065) and could not advance anymore. The physician retracted the stent and observed delivery wire of the stent broke. The stent body remained in microcatheter (mc). The doctor switched new stent and microcatheter to complete the surgery. There was no patient injury reported. No additional information is available. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and a curvy condition was noted in the body of the device. A microscopic inspection of the entire device's length was performed, and no additional damages were found. The curvy condition noted in the microcatheter was found undamaged (i.e., no kink, no bent or compressed). The inner diameter (ID) and outer diameter (od) were measured, and they were found to be within specifications. The device was flushed with a laboratory sample syringe. After that, a .018-inch lab sample guidewire was inserted into the received microcatheter. The guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. A manufacturing record evaluation was performed for the finished device 30772065 number, and no non-conformances related to the malfunction were identified. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.